Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 1.5 and 3.2 inr. The corresponding lab results reported were 3.1 and 5.8 inr.